Event description:
The customer returned the gastrointestinal videoscope to the service center for evaluation related to a separate issue. During the device analysis, the field service engineer identified that the device exhibited a noisy image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. Based on the investigation results, olympus confirmed the noisy image was likely attributed to a faulty plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.